Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after weight loss the patient's ipg migrated. Surgical intervention was undertaken wherein the patient's ipg was repositioned on (B)(6) 2023. Effective therapy was established post operatively.